Event description:
During a left knee replacement, the surgeon was performing a box resection when the small tip of the sagittal saw appeared to have broken off. Extensive irrigation and inspection of the bone surface and surrounding tissues completed, but the tip was not visualized. An intraoperative x-rays was done, and the tip was not visualized. After reviewing intraoperative films on a higher resolution monitor, it appeared that a small metal fragment was located in the posterior aspect of the knee. It is believed to be settled within the soft tissues posterior to the bearing surfaces within the notch area. Do not expect any impact on the arthroplasty if the apparent fragment remains in this position. The surgeon will monitor radiographs and evaluate for any change in the position of the fragment as the patient continues planned post-op rehabilitation. A return trip to the operating room was not recommended, as it would be difficult, if not impossible to locate the fragment considering the extent to which the surgeon searched for it intraoperatively.